Manufacturer narrative:
Contacted the customer regarding hospitalization and found she had carbon dioxide poisoning and it caused her low blood glucose, it was not pump related. Events leading to hospitalization: customer's blood glucose was 190 mg/dl at home, dropped to 33 mg/dl by the time she was at the hospital. Customer's blood glucose value when admitted to hospital 33 mg/dl. Customer stayed in the ICU and then moved to a regular room and was released after a couple of days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to low blood glucose of 49 mg/dl and 53 mg/dl. The customer was taken to the emergency room because they tried to stop the pump from delivering insulin. The customer was assisted with suspending the delivery. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.